Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine requested a password. A field service engineer replaced the hdd (hard disk drive) cable and plate to resolve. Additionally, the fse then cleared debris from under all cubies. The fse logged in, confirmed that all functions were working properly, and completed testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had a station was stuck on blank screen and requesting password. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.